Event description:
Patient reported their stomach stimulator just "died". Patient mentioned their implant works in tandem with another stimulator and stated it is not to stop incontinence but stated it is to pull "stuff" out of the large intestine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).